Event description:
It was reported that the patient had an increase in charge burden. The patient underwent an implantable pulse generator (ipg) replacement procedure. There were no reported complications postoperatively, and the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.